Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 977d260. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and trial patient. It was reported that the patient¿s trial leads retracted so far that they were unable to get any meaningful stimulation. Inter-trial reprogramming was done, but only uncomfortable stimulation in the patient¿s sacrum and ribs were achieved, so they agreed to pull the leads. The rep indicated that the leads retracted due to patient movement, insufficient anchoring, or inadequate dermal stabilization. No product issue with the lead was noted. The lead was discarded, as it was contaminated. The issue was resolved at the time of the report. No further complications were reported or anticipated. Indication for use is unknown.

Manufacturer narrative:
Product ID: 977d260, serial# (B)(4), product type: screening device; product ID: 977d260, serial# (B)(4), product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the lead serial numbers are (B)(4) & (B)(4). No further complications were reported or anticipated.